Event description:
During use in surgery two issues resulted with two devices. The first issue was the cannula was bent. The second issue: one of the ts would not deploy. Scrub tech confirmed second device was opened and t1 was placed and when t2 was placed it would not deploy. The surgeon tried a few times to deploy t2 without success and decided to perform a partial menisectomy of the medial meniscus and while doing so, removed t1 from the pt. A delay occurred but it is unk how long.

Manufacturer narrative:
Without the return of t2, a conclusion could not be made.